Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed to be detected on bus. The field service engineer (fse) arrived on site and found main drawer 6 failed and unable to recover storage space. Reseated a loose bus cable, cleaned medications and debris, rebooted the station, and confirmed the drawer was detected. Additionally, cleaned the electronics drawer and the area around the comm sled and power supply, removed debris from the back panel, and checked for loose drawers, reseating the drawer cable as needed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer had device not detected on bus error. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.